Event description:
It was reported that during a nephrectomy procedure the device didn't load properly the clips. The clips were loaded sideways and subsequently ejected. The clips were malformed. No patient adverse consequences have been reported. The procedure was carried out and finished by using a new lot.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed eleven clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.